Event description:
The customer reported communication loss for the bedside monitor, the central nurse's station (cns) also sees the communication loss. There was no patient injury reported.

Manufacturer narrative:
The customer reported communication loss for the bedside monitor. According to the customer, 5-6 beds are in comm loss, the central nurse's station (cns) also sees the comm loss. The customer was advised to reboot the cns and was informed that the cns and other devices are on the wrong segment. They are connecting to the .22 instead of the .24 segment. The customer was advised to reboot the cns by exiting the application and clicking restart through windows. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.